Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there is concern that the device has premature battery depletion (pbd). The longevity remaining six months ago was at one and a half years. Recently the device had eight months remaining. Device data showed the device's power consumption was increasing gradually. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there is concern that the device has premature battery depletion (pbd). The longevity remaining six months ago was at one and a half years. Recently the device had eight months remaining. Device data indicates that the power consumption of this device has been increasing and the power consumption is expected to continue to increase. It was noted the longevity estimates were not appropriate for the amount of time implanted. Technical services advised that this device should be explanted. Subsequently the pacemaker was explanted and replaced successfully. No patient adverse effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there is concern that the device has premature battery depletion (pbd). The longevity remaining six months ago was at one and a half years. Recently the device had eight months remaining. Device data showed the device's power consumption was increasing gradually. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised that this device should be explanted. Subsequently the pacemaker was explanted and replaced successfully. No patient adverse effects were reported.